Event description:
The customer used the suspect device to check their blood glucose and obtained a result of 120 mg/dl. Customer took glucophage and insulin, ate and laid down. About an hour later their spouse called the emts. When they arrived their glucose was 55 mg/dl on their meter. Another reading on the emts meter was 20. Customer was injected with "sugar water" and taken to the hospital. Controls were expired and not used. The device was replaced and requested to be returned for evaluation.